Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right implant "rupture and deformation." Device remains implanted.

Event description:
Device has been...

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified two devices, one appears to be intact, the other is seen to be broken, they are not identified from the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.